Manufacturer narrative:
Additional information: the device was not moved or repositioned in the lesion prior to the burst. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a sprinter legend balloon catheter was intended to be used to pre-dilate a mildly calcified lesion in the mid lad. Tortuosity was moderate. Stenosis was 80%. No damage was noted to packaging. The device was inspected with no issues. Negative prep was performed with no issues. The device did not pass through a previously-deployed stent. No resistance was encountered when advancing the device. No excessive force was used during delivery. It was reported that a balloon burst, leak or rupture occurred during balloon inflation at 8 atm. Output of contrast material was observed. The device was replaced with another sprinter legend balloon of the same size. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: kinks were evident along the hypotube. The balloon returned with blood visible in the balloon and inflation lumen. The balloon failed negative prep. On pressurisation of the device, a leak was observed on the balloons working length. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a short radial tear on the balloon material. The balloon material was jagged and uneven at the tear site. Lead in scratches were evident proximal and distal to the tear site. If information is provided in the future, a supplemental report will be issued.